Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device did not work was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was traced to component failure from wear.

Event description:
It was reported that the chuck attachment device did not work. During service and evaluation, it was determined that the device was frozen/would not move, seized mechanics, and was cosmetic damage. It was further determined that the device failed the following pretest steps: check pins length of handpiece coupling, check for mechanical free movement, check general function in running mode. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.